Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. Double counting was seen on electrograms (egm). In addition, it was also reported that undersensing was noted on the right atrial (ra) lead and the lead also displayed high thresholds. Reprogramming was done on the rv lead and the lead was turned off. The ra lead remains in use. No patient complications have been reported as a result of this event.